Manufacturer narrative:
Other, other text: customer's stated problem was not verified. Inspected the pump and performed functional test and the device failed downstream occlusion sensor psi test. Unable to duplicate stated problem. However in the event log showed numbers air-in-line around the time of the complaint. Recommend that the air detector be replaced preventative measure. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. D5 operator of device is unknown. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was showing air in line alarm. No patient injury was reported.